Event description:
Reportedly, even with clamped arterial line, no alarm of low arterial pressure.

Manufacturer narrative:
Evaluation: damaged arterial membrane. Unsticking of the membrane due to bad cleaning. Replacement of the arterial sensor. Access pressure sensor. Pressure sensor. Broke/ damaged.